Event description:
It was reported that the patient experienced paresthesia secondary to deep brain stimulation (dbs). The patient had been experiencing tingling to right lead with any head movement. If the patient touched the right lead it would trigger tingling. It was interfering with sleep. The patient described hearing the electricity run through the lead. The patient felt that the right lead was more superficial than his lead. This was reported as normal variation post-op. Actions taken included reprogramming. The outcome was resolved without sequelae.

Event description:
It was later reported that the event was still ongoing as of (B)(6) 2015 and the patient¿s device was reprogrammed on (B)(6) 2015.

Manufacturer narrative:
It is noted upon further review, the device code listed is now applicable to the event.

Event description:
Additional information received reported diagnostic methods included the patient reporting the event on each date reprogramming was done ((B)(6) 2014; and (B)(6) 2015). It was also indicated the patient had device interrogation, which the results of the interrogation indicated abnormal settings, settings too high due to adverse event reported. Etiology was reported as programming/stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported diagnostics included the patient reporting on november 9, 2016, a subjective complaint, no apparent deep brain stimulation (dbs) programming issues.

Event description:
Additional information received reported the patient was reprogrammed on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the event was resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that "there was not a cause" to the event as it self-resolved. No further complications were reported/anticipated.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study and a manufacturer representative (rep). It was reported that the actions/interventions taken to resolve the event included reprogramming on (B)(6) 2014, (B)(6) 2015, and (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# va0lln4, implanted: (B)(6) 2014, product type lead; product ID 3387s-40, lot# va0mdgy, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The outcome was updated to ongoing. The patient had a clinic visit (B)(6)2017 and reported the symptoms never resolved as was previously reported in (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the issue was resolved without sequelae on (B)(6) 2019. No further complications were anticipated.